Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. However, during our evaluation, a self check failure - 1003 was observed. Though the message as stated by the customer was not observed, the message that was observed was related to the customer's complaint. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.